Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer had cosmetic damage on the insulin pump. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and returned.

Manufacturer narrative:
Device had minor scratched lcd window. No cracked lcd window noted.